Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The 4.5x8 nc trek balloon catheter was advanced to the lesion; however, failed to inflate. The device was replaced with another brand. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted the inner and outer members were torn and the hypotube was separated. Follow up information from the account noted that the physician was aware of some type of damage to the catheter when it was removed from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported inflation issue as a tear was noted in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.